Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that patient received inappropriate shocks from oversensing of noise on the fractured right ventricular (rv) lead. The patient heard an audible alert and presented to the emergency room (ER). The lead also had high impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead, (B)(6) 2010; 4076 implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.